Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure. During hemostasis after the end of the procedure, the patient complained of pain at the puncture site. A CT scan was performed. The perclose was assumed to be the cause. CT was taken just in case, but there seemed to be no problem. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).